Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
It was reported that the spiral blade inserter was not holding the implant properly during a surgery on (B)(6) 2013. The report stated that the connecting screw was working properly but where the implant connects to the inserter, the integrity of that end was compromised causing the inserter to not fit. A new inserter was disbursed and the procedure proceeded with no delay in time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional information: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The product development evaluation reports as received condition to be that the instrument shows wear consistent with normal use. Handle shows additional damage of unknown origin. Tangs at end show 2 localized depressions of unknown origin. According to the design evaluation the damage to tip causes geometry to exceed original print size, but still mates adequately with part number 04.013.041 lot# 4796288. According to sales consultant, the inserter did not fit with the blade they were using in surgery. Catsweb shows no previous complaint history for this part for the previous 5 years. (B)(4) hindfoot arthrodesis nails have been sold in this time. Estimated 50 percent of those would be used with a spiral blade. Risk assessment (B)(4) was reviewed. This hazard is not listed in risk hazard. In the most recent format, severity of harm is rated as a 2 device does not assemble/disassemble and the occurrence rate would be a 2, between 0.1 and 0.01 percent. The overall risk assessment is acceptable. The product design was reviewed. The device performed as it should for this type of failure, the tangs began to yield before they broke and there was no report of the implant being damaged. No corrosion was present on the instrument. No interference issues were found and therefore no design changes are being recommended at this time. In conclusion there is no history of product complaints for the 03.008.011 spiral blade inserter. No design or interference issues were found upon review of the design. The overall calculated risk for this type of failure is considered acceptable. This complaint is deemed invalid.

Manufacturer narrative:
The device shows marks of forcible and inadequate use; there are visible hammering marks on the t-handle top and also on the handle. The tangs at instruments tip which are the complaint source of the non-fitting implant, are deformed and damaged. The instrument obviously was subjected to forcible and inadequate use. A manufacturing conclusion cannot be presented due to the condition of the product. The tangs at instruments tip which are the complaint source of the non-fitting implant, are deformed and damaged. The dimensions cannot be checked to post-op specifications before damage anymore. Visually there does not appear to be an issue other than the damage sustained by implantation and extraction.